Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient reported her cgm value was 136 mg/dl; however, the bg was 601 mg/dl and she was experienced headaches. She consulted with a physician who sent her to the hospital where she was admitted to the intensive care unit (ICU) for 3 days. She received fluids and insulin via intravenous (IV) therapy. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.